Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka there were multiple 510k numbers g4: PMA / 510(k)#: k213670, k231373 investigation summary: bd had not received any samples or photos for investigation. Therefore 100 retained samples were visually inspected, with the hemogard closure assembly correctly assembled and placed on the tubes. Furthermore, a functional test was performed on 10 retained samples. All tubes were within specification limits with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, one (1) tube underfilled. A new tube was selected and no adverse impact was reported regarding the patient or user.